Manufacturer narrative:
The caller declined returning the product for eval. The service history was reviewed, and there was no similar complaint or service performed for this unit.

Event description:
Covidien received a report alleging that device did not provide audio tone.